Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) has been returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the swivel has excessive play and rattle on rotation, and preventive maintenance (pm) is required. To resolve the issues, the necessary repair and pm has been completed on the unit to meet manufacturer specifications. Root cause analysis - the complaint is confirmed via inspection of the unit due to excessive play in the the swivel lock which was rattling on rotation and the need for a pm. The probable root cause is routine use and wear of the unit. No further corrective action beyond the aforementioned repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) clamp was not rotating in the unlocked position once clamped to the patient during nuerosurgery. There was a 30 minute delay to the surgery, but no patient injury has so far been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.